Manufacturer narrative:
Sc-1216, sn (B)(6) the returned ipg passed the visual inspection and revealed no anomalies. Sc-2352-50, sn (B)(6) visual inspection revealed that the lead was cleanly cut into two pieces from the distal end of the lead. The clean cut damage is a result of a typical explant procedure, and it is not considered a failure. An electrical test could not be performed due to the cut lead body. No other anomalies were identified on the returned portion of the lead. Sc-4318, lot 30853216 the returned clik anchor passed the visual inspection and revealed no anomalies. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Per IFU, possible risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation include procedural risks such as infection.

Event description:
It was reported that the patient had a bacterial infection in her blood. The patient's symptoms included fever and had bacteraimie, spondylodiscitis diagnosed. The patient was administered antibiotics and underwent a procedure to remove the spinal cord stimulation scs system. Cultures were taken and confirmed staphylococcus aureus. The patient was moved to another hospital to have spine surgery.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: clik x; upn: m365sc43180; model: sc-4318; serial: null; batch: 30853216. Brand name: linear 3-4; upn: m365sc2352500; model: sc-2352-50; serial: (B)(6); batch: 7075462.

Event description:
It was reported that the patient had a bacterial infection in her blood. The patient's symptoms included fever and had bacteraimie, spondylodiscitis diagnosed. The patient was administered antibiotics and underwent a procedure to remove the spinal cord stimulation scs system. Cultures were taken and confirmed staphylococcus aureus. The patient was moved to another hospital to have spine surgery.